Event description:
Using a centra-flo white vessel sizing catheter for a procedure, the physician had some difficulty introducing the catheter into the vessel. An attempt was then made to dilate the vessel wall with an introducer sheath. When the catheter was removed, the physician noticed that one of the distal marker bands was missing. The introducer sheath was then placed into the patient in order to search and attempt retrieval of the marker band. When the sheath was removed, it was noted that the marker band was on the dilator. Fortunately, the marker band never left the wire guide and as a result, no injury to the patient.